Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15969. It was reported that the patient presented remotely via merlin.net. Upon review, it was revealed that the patient's right ventricular (rv) lead was exhibiting over-sensing p-wave over-sensing. It was alleged that the patient's rv lead had dislodged and that the patient's implantable cardioverter defibrillator had migrated. Both devices were repositioned to their original placements on (B)(6) 2021. The patient was stable.